Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for unspecified microbes (>25cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae (1cfu/endoscope) and coagulase negative staphylococci (3cfu/endoscope). The testing result cleared the french guideline. Ofr checked the subject device and found following; the light guide lens was chipped. The distal end cover had scratches. The bending section rubber adhesive was worn out. The cp-plate (inside the control section) was deformed. The control section cover was worn out. The remote switch 1 was worn out. The universal cord had wrinkles. The angulations in all directions were out of specification. The instrument channel was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device in this report was returned to olympus europa se & co. Kg (oekg). The evaluation confirmed the following failures; illumination light guide lens chipped, distal tip scratched, adhesive on the bending cover worn out, instrument channel worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.